Manufacturer narrative:
Corrosion was observed on the pcb assembly, catch beam, mechanism rails, and top battery. Initial attempts to download the data from the pod were unsuccessful, and all three battery voltages were measured to be lower than expected. The device was connected to an external power source and the download data was successfully retrieved. The download data from the received device does not contain any hazard alarms, drive stalls, timeouts, or pulse width increases. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. This internal fluid leak prevented the proper delivery of insulin. The exposed portion of the soft cannula was observed to be kinked, and the length of the soft cannula measured above specification at 1.1590 inches. The timing and cause of this damage could not be determined. The complete fluid path could not be tested due to the tear in the unexposed portion of the soft cannula. It could not be conclusively determined if the damage to the external portion of the soft cannula contributed to the reported not sure delivering insulin event. Additionally, damage was observed to the bottom housing and bottom housing window. It could not be determined when or how this damage occurred. Investigation of the pod and the download data from the pod indicate that this damage did not affect the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.